Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driving cap/threaded (part # 03.010.523 & lot # 9065795) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is stripped. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The broken condition is not confirmed for the driving cap/threaded (part # 03.010.523 & lot # 9065795) however the threaded distal tip was stripped. While no definitive root cause could be determined, it is possible the device encountered unintended forces when used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device history lot part: 03.010.523, lot: 9065795, manufacturing site: bettlach, release to warehouse date: 05. Nov. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion on (B)(6) 2020, the tip of the threaded driving cap broke off while being impacted that was threaded into the radiolucent insertion handle . The surgeon attempted to use another driving cap to complete the insertion of the nail but by doing so the tip of the second driving cap was broken and ruined. However, the nail was successfully implanted. No damage was done to implant and the case was finished as planned. There was 2 minutes of surgical delay reported. Patient status is unknown. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # 3l38401, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.